Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's parent reported via phone call that insulin pump had blank display. The blood glucose at the time of the incident was unknown. The customer was assisted with troubleshooting. Insulin pump will not be returned for analysis